Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of polyneuropathy in a female patient who used super poligrip as a denture adhesive. Concurrent medical conditions included cigarette abuse, diabetes mellitus type 2, and peripheral vascular disease. On an unknown date, the patient used super poligrip at unknown dosing. At an unknown time after using super poligrip, the patient experienced polyneuropathy, anemia, zinc toxicity, copper deficiency, and nerve injury. At the time of reporting, the events were fatal. The patient died on (B)(6) 2009 from cigarette abuse, diabetes mellitus type 2, and peripheral vascular disease. An autopsy was not performed. Information was received on (B)(6) 2011 via a death certificate. According to a death certificate, the patient's immediate cause of death was peripheral vascular disease due to type 2 diabetes mellitus and cigarette abuse. Other significant conditions contributing to death but not resulting in the underlying cause given was zinc toxicity and copper deficiency causing polyneuropathy and anemia. An autopsy was not performed. It was noted that tobacco use probably contributed to death.